Manufacturer narrative:
Continuation of d10: product ID 37642 lot# serial# (B)(6), implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 37642, serial/lot #: (B)(6), ubd: , UDI#: (B)(6), medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient services (pss) received call from patient stating that the 37642 is not working. The caller stated that they changed the batteries of the patient programmer and they are seeing a eri message when they try to connect to the implantable neurostimulator (ins). When pss asked the caller when they started seeing the eri message they responded "recently". Pss reviewed with the caller eri and eos for their ins. On the call pss had the caller synchronize the patient programmer with the ins and the patient confirmed to seeing "off" for ins , eri and .7 c .7 on the patient programmer screen. The caller stated that the ins is at 2.58v. The caller was able to turn on therapy while on call. Pss redirected the caller to hcp to further assist with the eri message , and discuss getting the ins replaced. No symptoms reported. Additional information received from the consumer reported the battery ran out so surgery was going to take place on (B)(6), 2023 to resolve the device reaching eri and turning off.